Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the photo was received on (B)(6) 2019 was erroneously omitted to report. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2020, upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the product, please contact our team using the information contained at the end of this letter. Although the product was not received, the manufacturing records of the 7300183 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: a mentor memorygel breast implant 750cc, catalog: 3505750bc, serial number: (B)(4), lot number: 7314614. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 750cc and experienced rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation was (B)(6) 2019. The implant was easily removed. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient has a history of hypomastia. The new implants were mentor memorygel breast implant 650cc. Manufacturer¿s reference number: (B)(4).